Event description:
Angiographic catheter tip. During a left heart catheterization with a 4 french pigtail, the cardiologist introduced the catheter through the sheath over the wire. The wire would not come out of the end hole of the catheter. The physician pulled the catheter and the wire out of the sheath. The tip of the pigtail catheter broke off during withdrawal. The sheath was removed and pressure was applied to the site of entry until hemostasis was achieved. The patient had no adverse effects following this incident. The sheath was examined, but no pieces of the catheter were found. The tip of the pigtail was located under fluoroscopy in the area of the right femoral artery. After several attempts, the radiologist was able to retrieve the tip using "balkin up and over-the-sheath" method and "cook intravascular forceps". The site does not have any history of this type of device failure and has not experienced problems with other catheters of the same manufacturer and lot number. The physician had not experienced any problems during the procedure prior to this incident and has had training and experience in using this device. This device was used appropriately for this procedure. The site has made a technical change to the procedure following this event involving the need to be sure the guidewire is placed (advanced) all the way to the tip of the catheter before attempting to cross the aortic valve. Device failed (e.g. Broke, couldn't get it to work or stopped working).